Event description:
(B)(4). My onset of symptoms is insidious and my symptoms have changed over time. Since placement I have had low dull throbbing back pain, sharp low abdomen pain, brain frog, dizziness, blood in my urine, chronic fatigue, hip pain, random joint pain, unexplained pain in my hands, tingling and numbness in my feet and hands, chronic acid reflux and food (specifically gluten) intolerance.